Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robot assisted laparoscopic radical prostatectomy, bilateral nerve spare, and bilateral pelvic lymphnode dissection, the robotic fourth arm activated the pencil in the side pocket of the drape. The patient had a burn on the left lower flank with an approximately half an inch in size with noticeable charred tissue, the surrounding area is white in color and firm to touch. The site required two stitches.